Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre reader was reviewed and passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as "lost awareness and no longer reacted". Customer received third party treatment from non-healthcare professional of glucagon injection and sweetened cakes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)was returned and investigated. Visual inspection was performed on returned meter. No new issues were observed. Returned reader did not powered on with button press, however powered on with usb charging cable and strip insertion. The returned reader was de-cased and visual inspection was performed on the reader's pcba (printed circuit board assembly) and debris was observed under the button. Reader data was downloaded and checked for cybersecurity error code and no potential cybersecurity was observed. Therefore, this issue is not confirmed to use due to debris. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as "lost awareness and no longer reacted". Customer received third party treatment from non-healthcare professional of glucagon injection and sweetened cakes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as "lost awareness and no longer reacted". Customer received third party treatment from non-healthcare professional of glucagon injection and sweetened cakes. There was no report of death or permanent impairment associated with this event.